Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative ii assay. Normal complaint activity was identified for reagent lot 84010fn00. Using worldwide field data the historical performance in the field of reagent lot 84010fn00 was reviewed. This review found the number of standard deviations to cutoff for lot 84010fn00 is within established limits and the patient median result for negative samples for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect hbsag qualitative ii assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag qualitative ii, list 2g22, that has a similar product distributed in the us architect hbsag, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry. Patient identifier is (B)(6). Patient information: no further information was provided. Refer to related manufacturer report number 3008344661-2018-00058 for the device evaluation of the architect hbsag confirmatory assay.

Event description:
The customer reported (B)(6) architect hbsag qualitative ii and hbsag qualitative ii confirmatory results. Sample ID (B)(6) generated a initial (B)(6) result of 1.67 s/co. The sample was tested on the hbsag confirmatory assay and generated a (B)(6). The sample was retested the next day and the hbsag qualitative and confirmation results were (B)(6). The sample was also retested on an alternate method and generated a negative result. No impact to patient management was reported.

Manufacturer narrative:
Follow-up# 01 of medical device report 3008344661-2018-00057 was inadvertently submitted with the incorrect manufacturing site for device documented in (B)(4) and was corrected to (B)(4). There are no further updates or changes.